Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mg5n, implanted: (B)(6) 2014, product type: lead.

Event description:
Nurse practitioner reported shocking pain over implantable neurostimulator (ins) in 2015 and continuing to occur intermittently since a colectomy. It was also claimed that patient had sciatic pain due to the ins and turned it off. The nurse practitioner was looking to reprogram her. She also reported that she could not run an impedance check on patient¿s battery for some reason. Very little information was given to representative and was emailed with some troubleshooting questions then reported just in-case concerns. The nurse practitioner was working on some reprogramming with the representative. The issue reported has not been resolved. There was no surgical intervention planned or occurred. No further complications were reported/anticipated. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had trouble syncing their ins with the healthcare provider system. They also reported that they have had trouble with the implant. No further complication was noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information reported that the patient had cancelled several appointments for the issue. No further information was obtained.